Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the prodisc-l chisel and the vertebral body retainer were found broken in the set. No patient involvement was reported. The broken devices were returned along with a broken shaft for trial implants. This report is for one (1) shaft for trial implants. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.820.280; lot: 3502945; manufacturing site: umkirch; release to warehouse date: 16 august 2010; the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The sub-component 60043123 (shaft with hex) is not lot tracked. Therefore the last potential work order (7397331) that was produced prior to lot 3502945 was reviewed. The review has shown that with 1.4542 the correct material was used and that the hardness was within the specification of 40-47 hrc (rockwell hardness rating) from the device drawing. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: investigation site: cq zuchwil, selected flow: 5. Broken. Visual inspection: the shaft of the instrument is broken in the component part 60043121 (stop size 6). Besides, the instrument presents normal signs of use. Dimensional inspection: the investigation has shown that the cause of failure is a post-manufacturing caused use related damage at the device, therefore no document/specification review is needed. Document/specification review: the investigation has shown that the cause of failure is a post-manufacturing caused use related damage at the device, therefore no document/specification review is needed. Material /hardness review: this instrument is made of stainless steel (the broken shaft is made of 1.4542). The hardness parameters were checked at the time of manufacturing and met specifications (40-47 hrc). Review of the device history record(s) showed that the lot went through the required steps during the inspection at the time of manufacturing and showed no issues concerning the material or material conditioning. Summary: the complaint condition is confirmed as the shaft is broken. This production lot (3502945) was manufactured in august 2010 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. Considering that this device is eight years old the damage appears to be the result of repeated use and wear over the life of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.